Event description:
Medtronic received information that this bioprosthetic aortic heart valve was explanted due to structural dysfunction relating to calcification and cuspal tears. In addition, it was reported that a hole was observed in the left coronary cusp, measuring 2mm x 3mm at maximum dimensions. A 2+ perivalvular leak beneath the left coronary cusp had been identified 2 months prior to replacement. The valve was replaced with no reported impact to the patient. The valve had been in service for approximately 50 months. There have been no reported patient symptoms associated with the clinical observation.

Manufacturer narrative:
Analysis: the valve was first sent to the hospital pathology lab, where the hole in the left cusp was confirmed. A 4mm x 6mm section of the valve containing the hole was excised and sent for testing, where a diagnosis of "fibrotic tissue with degenerative changes" was made. It was reported that the valve had been placed in formalin for an unspecified period of time. The valve (excluding the excised piece) was then returned to medtronic in a clear unknown solution. Visual inspection upon receipt shows that the right cusp is in the closed position, the left cusp is partially open, and the non-coronary cusp is open. The leaflets are slightly stiff, but flexible. Tears and abrasions were observed on both the right and non-coronary cusps, likely due to bias wear. The 4mm x 6mm hole in the left coronary cusp was identified, which had been made by the hospital pathologist. A tear measuring 3mm in length was observed on the right commissure of the left coronary lunula, which likely occurred during retrieval. Forceps perforations are visible on the tissue, and a remnant of pannus is noted on the right cusp inflow margin of attachment into the right non-coronary inferior coaptive area. Radiography shows no evidence of mineralization in the valve. Conclusion: reduced performance of the device occurred and was related to the event. Pathologist diagnosed fibrotic tissue with degenerative changes as the cause. Re-operation performed and product replaced without reported adverse patient effect.